Event description:
A malfunction was reported on the pump, indicated by an error 0-0x-299, and the pump could not operate, requiring the patient to restart the system. There was no reported impact on the customer's blood glucose level. The patient declined further troubleshooting, and the case was documented and closed without additional action.